Event description:
A nurse reported that a patient was seen in a dialysis clinic on 08/26/2014 due to a complaint of cloudy effluent expressed from the peritoneal dialysis catheter. During the clinic visit on (B)(6) 2014, a sample of the effluent was collected, cultured, and grew coagulase-negative staphylococci. On (B)(6) 2014, the patient started taking vancomycin 2gm unknown frequency via intraperitoneal route, and fortaz 2gm unknown frequency via intraperitoneal route. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not do a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient's signs and symptoms of peritonitis, including the cloudy effluent, have resolved, the patient has discontinued taking vancomycin and fortaz, and the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.